Event description:
The customer reported via phone call that he wanted the infusion sets replaced because he experienced high blood glucose levels. The customer went to the emergency room on (B)(6) 2014 for a high blood glucose level of 322 mg/dl. The customer was wearing his insulin pump at the time of the emergency room visit. He declined troubleshooting for his high blood glucose. The customer believed his blood glucose kept increasing because he tweaked his boluses at lunch. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.